Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope, 5.4 mm, 30°, had eyepiece damage. The issue was found during reprocessing. The intended procedure was an unknown therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found eyepiece damage, outer tube bending, and image defects due to foreign matter adhering to the internal lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.